Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an issue with the helix was noted when it comes to this right atrial (ra) lead. The issue was encountered at the implant. Loss of capture was seen as well as poor sensing, but an x-ray taken did not show a lead dislodgment. The system remains implanted. No asystole was reported and the patient was not dependent on ra lead therapy. No adverse patient effects were reported.